Event description:
Reporter indicated that a dell vns handheld computer would not stay powered on. A new handheld has been provided to the site. Additionally, the manufacturer has received the defected handheld computer and analysis is being performed on the unit.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.